Event description:
Retrospective report per 803.50 (a). (MDR 3030677-2010-00065). Lack of voice prompts.

Manufacturer narrative:
(B)(4). Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event.